Manufacturer narrative:
(B)(6). (B)(4). Siemens has initiated a technical investigation of the reported issue. A root cause is not yet available. Once the investigation is complete, a supplemental report will be submitted.

Event description:
It was reported to siemens that a scan abort occurred during the scan of a (B)(6) year old patient. The patient was rescanned using the same somatom definition flash system. There were no negative health consequences to the patient and contrast medium was not used. This event is being reported with an abundance of caution due to the patient being rescanned and thus receiving an additional x-ray dose.

Manufacturer narrative:
Siemens completed the technical investigation of the reported event. The technical investigation did not reveal a general product issue. The root cause was related to the need for routine service. According the service country notification 728104984520 the control box (material number 7741049) has been changed to fix the issue. The stop circuit did open sporadically. The material consumption in relation to the installed base is monitored by the CAPA process. No further investigation within the complaint process is necessary for the reported event.